Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported shaft separation and kinked shaft was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly calcified mid left anterior descending artery. A 2.0 x 15 rx voyager could not cross the lesion due to patient anatomy and the hypotube kinked in the guiding catheter. The balloon was pulled back from the guiding catheter and the device separated at the proximal shaft into two pieces. The separated pieces were removed with the guiding catheter. There was no resistance felt during the process and the device was removed from the patient without an issue. A 1.5 x 15mm mini trek was used to successfully finish the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.